Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high - erratic blood glucose test results. Family member is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 167 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 114 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/27/2019 and open vial date is 03/19/2019. The meter memory was reviewed for previous test result history: (B)(6).